Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe included in the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One device was returned for eval. The eval is currently in progress. A follow up report will be sent when the eval has been completed.